Manufacturer narrative:
(B)(4). The detected failure is known to maquet cardiopulmonary and is thoroughly investigated under (B)(4) with the following outcome: an investigation of oxygenators in question showed that the venous pressure sensors are probably corroded. A white crystalline substance has been found on the pins of the pressure sensor. The priming solution leads to an electrolysis when cardiohelp starts to work. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" furthermore leads to implausible sensor pressure readings. The most probable root cause is that varnish applied on pcb and plugs of venous pressure sensor does not resist the etching of the saline. The root cause investigation is still pending.

Event description:
During laboratory investigation of complaint # (B)(4) the pven was displaying dashes or was out of the measurement range after 2 hours of runtime. Thereupon the outer cover of the pump housing was removed. The pven sensor was found to be corroded. Underneath the sensor a fluid leakage was detected. This additional complaint was opened in order to track and trend the detected failure. (B)(4).